Event description:
It has been reported to philips that the system intermittently did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and found that the fault was detected on the motherboard and/or power supply of the host pc. Further troubleshooting found that the host cannot start normally. The philips engineer replaced host pc and returned to philips for further analysis. The analysis found that the dimm failed. After replacement, system was returned to use in good working order. The failure of the host pc can be attributed to the issues resolved in medical device correction z-1156-2024. The codes have been updated based on the investigation's outcome